Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe plunger was difficult to move while infusing medication. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "plunger loose its smoothness become very hard to infuse the medication."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301001 and lot number 2107534. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. Two pictures were returned; however, the pictures showed the packaged product and not the reported issue. Twenty retained samples were obtained for evaluation; however, no signs of leakage were observed within the retained samples. Based on the investigative sample findings, the reported issue could not be confirmed.

Event description:
It was reported that the bd discardit¿ ii syringe plunger was difficult to move while infusing medication. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "plunger loose its smoothness become very hard to infuse the medication."